Event description:
It was reported that the customer delivers a correction bolus before the pump delivers an auto correction. The customer's blood glucose (bg) level subsequently decreased to 47 mg/dl. The customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.